Manufacturer narrative:
The product has not been received for evaluation, and a follow-up report will be submitted when the investigation is completed.

Event description:
Complainant alleged that while treating a pt in cardiac arrest, the device successfully delivered one discharge of energy; however, on the second attempt to deliver energy, the device was unable to discharge. Complainant indicated that the clinicians performed CPR and obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired.